Event description:
The customer's step mother reported that the customer was found unconscious by his biological mother and was taken to the ICU. The customer has high blood glucose (bg) levels but no exact number was provided. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.